Event description:
The account alleged that head of the stretcher was not going down. No pt impact.

Manufacturer narrative:
The technician found a leaky gas spring. The technician replaced the gas spring to resolve the issue.